Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 382 mg/dl and a correction bolus was used to address the bg level. The contact indicated that the high bg was caused by the customer eating an unidentified food; the contact did not know what it was. The customer was presently "doing okay".